Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer torqvue delivery system. During the procedure, the occluder was raised up to the left atrium and at the beginning of release it presented a cobra shape, the device was removed from the patient prior to release from the delivery cable. Two more attempts were made and in both occasions the device presented a cobra shape. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a 11mm amplatzer septal occluder that completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 7f delivery system was used. Additionally, photos were received from the field and the photos appeared to show the device deformity (cobra shape). However, it could not be confirmed as there was no cobra shape deformity during the returned device analysis. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.